Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) measured two out-of-range shock impedances. Thresholds had increased and sensing decreased since implant.